Event description:
It was reported that a sheath kink and aborted procedure occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure, it was noted the access system sheath was kinked and there was also a kink on the proximal end of the delivery system. Because of this, the physician decided to abort the procedure. No patient complications were reported and no future plan for laa treatment was noted.

Event description:
It was reported that a sheath kink and aborted procedure occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure, it was noted the access system sheath was kinked and there was also a kink on the proximal end of the delivery system. Because of this, the physician decided to abort the procedure. No patient complications were reported and no future plan for laa treatment was noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 8.75cm distal of the strain relief. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked. Media review: two photos attached to the complaint record were reviewed by a bsc quality engineer. The photos depict the sheath kinked in the same location as identified during analysis, thus, confirming the reported event of a was kink.